Event description:
The pusherwire wouldn't advance. The physician unattached the delivery system with the catheter remaining in place and reattached a new storage tube with filter and pusherwire. The procedure was successfully completed without requiring an add'l entrance wound.